Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-ray was provided and reviewed. The results demonstrated that there are small areas of radiolucency along the acetabular cup consistent with osteolysis but no definite radiographic evidence of component loosening. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign county: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02300.

Event description:
It was reported the patient underwent right primary tha. Subsequently, the patient was experiencing pain, decreased range of motion and radiolucency at 8 year follow-up. Patient was not noted to have undergone any treatment at 10 year visit and continues to have worsening symptoms. No revision indicated; patient no longer satisfied with right tha. Attempts have been made and additional information on the reported event is unavailable at this time.